Event description:
Device 4 of 7 reference MFR. Report: 1627487-2019-06695, 1627487-2019-06696, 1627487-2019-06697, 3006705815-2019-02157, 1627487-2019-06741, 1627487-2019-06745. It was reported the patient experienced ineffective coverage of therapy. Trouble shooting did not resolve the issue. To address the issue patient underwent scs system explant .